Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited coating peeled off of the insertion tube greater than 1 x 1 millimeter (mm). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the coating peeled off on the insertion tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.